Event description:
An (B)(6) male reported to have a complete heart block, hypertension, and previous history of aspiration pneumonia, was considered to have a suitable anatomy for endovascular therapy. On (B)(6) 2008, the physician placed one main body graft and two iliac leg grafts as labeled. After deployment of the main body, blood leaked heavily from the hemostatic valve of the main body delivery system upon removal of the grey positioner. Total hemorrhage volume was 320cc. Final angiogram noted an occlusion of the ipsilateral internal iliac artery (1820334-2009-00022). Angiogram showed good flow into the superior mesenteric artery, thus the physician took a wait-and-see approach. A 120ml of cell saver transfusion was performed. The physician commented that the occlusion of the internal iliac artery resulted from mismeasurement to the bifurcation of the ipsilateral internal iliac artery. Pt outcome is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.